Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed during a follow-up in clinic due to suspected lead noise. The noise could not be reproduced with in-clinic evaluation. The asymptomatic patient will continue to be closely monitored.

Event description:
Additional information received indicated that the right ventricular lead was extracted and replaced due to lead noise. The patient tolerated the procedure well.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. External insulation abrasions were noted at 5.6-5.9 cm and 7.2-7.6 cm from the end of an insulation piece, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 32.6-33.8 cm and 39.2-39.8 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 22.9-23.0 cm, 23.3-23.4 cm, 23.6-23.8 cm, 23.8-2.9 cm, 25.0-25.1 cm, 26.7-26.8 cm and 27.9-28.3 cm from the distal tip. The etfe coatings were intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.7-6.8 cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.